Manufacturer narrative:
(B)(4).

Event description:
It was reported that the pulse generator could not be interrogated and would not respond to a magnet. The patient was asymptomatic and in stable condition. The device was explanted and replaced on (B)(6) 2015. No further information was available.